Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the circumflex artery with heavy tortuosity and calcification. After rotablation was performed, the 2.5 x 15 mm nc trek balloon catheter was advanced and inflated to 16 atmospheres (atm), but the balloon did not fully inflate (the indentation in the vessel did not resolve). A cutting balloon was advanced, but it did not cross to the lesion. A non-abbott stent was implanted in the lesion and intravascular ultrasound (ivus) was performed. The nc trek was re-advanced to the lesion to perform post-dilatation since the stent did not fully expand, but the nc trek failed to cross due to the anatomy. A guide wire was then crossed to the lesion, and the nc trek was re-advanced again, but failed to cross. A non-abbott balloon catheter was then advanced successfully, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, sion black, rota wire guide catheter: sal it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.